Manufacturer narrative:
(B)(4).

Event description:
It was reported that the touch screen on an 840 ventilator was not working. Although requested, it was not reported if the patient was connected to the ventilator at the time of the event nor intervention taken on behalf of the patient and patient outcome.